Event description:
The hosp reported that during an aortic dissection debakey type I replacement of the ascending aorta total arch, there was bleeding for approx one minute from a hole in the hema 1 branch 28mm platinum graft, similar to a "gushed hole made by a 15 gauge needle." The part of the graft was never sutured by the needle. Approx one minute later the bleeding stopped without any intervention from the surgeon. After cutting out the suspected part, they finished the operation with the rest of that graft without replacing. The blood loss was not measured and the pt did not require a transfusion. The nurse in charge reported that the bleeding from the hole was the size of a 15g needle and occurred for approx one minute. The hosp did not report any pt effects.

Manufacturer narrative:
Since the device has not yet been returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Internal file number - (B)(4).